Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 kept shutting off more than usual. The polyfuse was in effect, but it kept turning off more than usual. The power was set to 3. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4) updated sections. The device was returned to the factory for evaluation on 07/15/2024. An investigation was conducted on 07/23/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The c-ring, cannula, heater wire, and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .672 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failure "intermittent continuity" was not confirmed. The lot # 3000388891 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. There was one (01) ncmr identified which has no relation between the batch manufacturing process and the reported failure. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.